Event description:
It was reported that during in-clinic device check the device was noted to have had a full power on reset (por). Review of remote transmission information noted four critical random access memory parity errors that have all occurred in the last eight months. The device was reprogrammed back to previous settings and remains in use. Additional information reported the patient was receiving radiation therapy during the timeframe of the multiple resets. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant products: 5076 implantable pacing lead implanted: (B)(6) 2010; 5076 implantable pacing lead implanted, (B)(6) 2010.

Event description:
It was reported that during in-clinic device check the device was noted to have had a full power on reset (por). Review of remote transmission information noted four critical random access memory parity errors that have all occurred in the last eight months. The device was reprogrammed back to previous settings and remains in use. Additional information reported the patient was receiving radiation therapy during the timeframe of the multiple resets. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated power-on reset parameters were present.